Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2017, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4): information was received from a healthcare professional via a manufacturer representative regarding a patient receiving dilaudid (hydromorphone) 10mg/ml with an unknown total dose and fentanyl 60mcg/ml with an unknown total dose via an implantable pump for no known indication for use. It was reported a possible infection of the pump pocket. It was noted that healthcare professional (hcp) noticed cloudy fluid during refill. It was unknown what may have caused, contributed, or led to the issue. If was unknown if any labs or diagnostics were done. Hcp stated during explant that the pocket did not look to bad and that the infection was likely minor. The device was explanted and hcp will monitor and treat infection. It was stated that hcp noticed fluid around the pump pocket, aspirated discolored fluid consistent with what hcp thought might be a minor infection. Hcp did not want to take any chances and removed the pump and a large portion of the catheter( 31cm exactly) from the pump pocket with hopes of preserving the spinal segment making for an easy re-connect when the patient was able to resume therapy after the infection has cleared. Hcp left spinal segment with the connector pin so that hcp could see it on fluoroscopy in the even it retracts; and ligated the catheter and sutured connector boot over it to cover the pin. It was unknown if the issue was resolved at time of report. Patient's status at time of report was noted as "alive-no injury." It was noted that the pump and catheter were explanted on (B)(6) 2017 and will not be returned as customer discarded. It was noted 31cm of the catheter was removed and 58cm of the original 8709 remains in patient. The connector pin and clear boot were sutured to ligated catheter in pocket for fluoroscopy identification. It was stated patient's old pump was replaced on (B)(6) 2017 and the pump that was removed on (B)(6) 2017 was implanted on (B)(6) 2017.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Event date was noted as (B)(6) 2017.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2017, product type: catheter.

Event description:
Additional information received from a consumer via a manufacturer representative reported the original pump was explanted a few weeks ago due to infection, but the catheter was left in. It was noted that today ((B)(6) 2017) the healthcare professional (hcp) implanted a new catheter and a new pump. It was noted that hcp did not explant anything today ((B)(6) 2017). The patient's weight was unknown. It was noted that the issue was resolved at time of report, and he patient's status at time of report was "alive- no injury." No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.